Event description:
It was reported that a physician was having problems with a programming system. The physician plugged the programming system into the ac current and received a warning message that the battery was low. The wand was tested for battery life and the light on the wand did not stay on for 25 seconds. The physician replaced the battery and was told to leave programming system charging until a patient consult. Additional information revealed that the physician received an error message of "failed to receive model ID from generator". Battery check was performed and connections were tightened but the event persisted. Moreover, the medical professional does not believe there is an electrical interference. However, product was returned to manufacturer and is currently undergoing product analysis. Good faith attempts to obtain additional information have been unsuccessful to date.